Event description:
Caller reported patient was admitted to hospital for pneumonia and high blood glucose level; husband found her in a confused state believed to be caused by the pneumonia and not by the high blood glucose. Caller alleges pump was displaying "cartridge empty" at the time of the incident; patient was not wearing pump for about an hour prior to going to the hospital because she forgot how to perform cartridge change. Patient reportedly had not tested her blood glucose level in over a month because she lost her meter. Patient was taken to hospital by her husband where her blood glucose level was 280 mg/dl; was treated with insulin IV (novolin r) for about 24 hours and then by injections. On call back husband reported that patient's inability to clear error was due to cognitive function temporarily being diminished by pneumonia. No high blood glucose symptoms occurred. Husband states customer would not have been able to self-treat by injections or otherwise, due to the pneumonia symptoms. Husband confirms customer's inability to self-treat, at home and in the hospital, was due to the pneumonia symptoms, not due to the diabetes state. No product return was requested as error message has been cleared.